Manufacturer narrative:
This report is associated with (B)(4), poligrip unknown. Poligrip is marketed as super poligrip in the us.

Event description:
Kidney cancer [renal cancer]. Case description: this case was reported by a consumer via call center representative and described the occurrence of renal cancer in a patient who received gsk denture adhesive (formulation unknown) (poligrip unknown) cream for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started poligrip unknown. On an unknown date, an unknown time after starting poligrip unknown, the patient experienced renal cancer (serious criteria death and gsk medically significant). On an unknown date, the outcome of the renal cancer was fatal. The reported cause of death was renal cancer. The reporter considered the renal cancer to be related to poligrip unknown. Additional information: the action taken with poligrip unknown cream was unknown. The reporter stated that she saw reports on the internet of people dying of kidney cancer from using poligrip. The reporter did not remember anything about the online articles.

Event description:
Kidney cancer [renal cancer], zinc poisoning [metal poisoning], same problems [ill-defined disorder]. Case description: this case was reported by a consumer via call center representative and described the occurrence of renal cancer in a patient who received gsk denture adhesive (formulation unknown) (poligrip unknown) cream for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started poligrip unknown. On an unknown date, an unknown time after starting poligrip unknown, the patient experienced renal cancer (serious criteria death and gsk medically significant). On an unknown date, the outcome of the renal cancer was fatal. The reported cause of death was renal cancer. The reporter considered the renal cancer to be related to poligrip unknown. Additional information: the action taken with poligrip unknown cream was unknown. The reporter stated that she saw reports on the internet of people dying of kidney cancer from using poligrip. The reporter did not remember anything about the online articles. Follow up was received on 16 jan 2018, on an unknown date, an unknown time after starting poligrip unknown, the patient experienced metal poisoning (serious criteria gsk medically significant) and ill-defined disorder. On an unknown date,the outcome of the metal poisoning and ill-defined disorder were not reported. It was unknown if the reporter considered the kidney cancer, metal poisoning and ill-defined disorder to be related to poligrip unknown. The action taken for poligrip unknown was unknown. The reporter reported that the internet information mentioned many people having the same problems as her husband had, she also reported people with zinc poisoning having kidney cancer. This case was linked with (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of renal cancer in a patient who received gsk denture adhesive (formulation unknown) (poligrip unknown) cream for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started poligrip unknown. On an unknown date, an unknown time after starting poligrip unknown, the patient experienced renal cancer (serious criteria death and gsk medically significant). On an unknown date, the outcome of the renal cancer was fatal. The reported cause of death was renal cancer. The reporter considered the renal cancer to be related to poligrip unknown. Additional information: the action taken with poligrip unknown cream was unknown. The reporter stated that she saw reports on the internet of people dying of kidney cancer from using poligrip. The reporter did not remember anything about the online articles. Follow up was received on 16 jan 2018, on an unknown date, an unknown time after starting poligrip unknown, the patient experienced metal poisoning (serious criteria gsk medically significant) and ill-defined disorder. On an unknown date,the outcome of the metal poisoning and ill-defined disorder were not reported. It was unknown if the reporter considered the kidney cancer, metal poisoning and ill-defined disorder to be related to poligrip unknown. The action taken for poligrip unknown was unknown. The reporter reported that the internet information mentioned many people having the same problems as her husband had, she also reported people with zinc poisoning having kidney cancer. This case was linked with (B)(4). Follow up information was received from qa department on 06 feb 2018: this case was associated with a product complaint. On an unknown date, an unknown time after starting poligrip unknown, the patient experienced product complaint. On an unknown date, the outcome of the product complaint was unknown. The sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information was not available the complaint cannot be substantiated. Prior to the disposition of the product, the contents of each batch envelope was reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verified that all test results meet specification requirements. The manufacturing site metrics and all were brought to the attention of all relevant site personnel as part of the monthly complaint review process. The results were captured as unsubstantiated. This report was being resubmitted to capture corrections. The information was received on 06 feb 2018 and was as follows: this case was not associated with product complaint. Event product complaint was removed from the case. For regulatory reporting purposes a qa investigation was conducted even though a product complaint event was not reported.

Manufacturer narrative:
3003721894-2017-00567 is associated with (B)(4), poligrip unknown. Poligrip is marketed as super poligrip in the us. 09feb2018 device evaluation for issue-(B)(4): product in case is not returnable as this is a case based off articles on internet. No sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. Conclusion: please be assured that this complaint has been logged, will be indicated in the manufacturing site metrics and all be brought to the attention of all relevant site personnel as part of the monthly complaint review process. On the basis of the above I now wish to consider this complaint closed - please revert should you require any further information.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of renal cancer in a patient who received gsk denture adhesive (formulation unknown) (poligrip unknown) cream for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started poligrip unknown. On an unknown date, an unknown time after starting poligrip unknown, the patient experienced renal cancer (serious criteria death and gsk medically significant). On an unknown date, the outcome of the renal cancer was fatal. The reported cause of death was renal cancer. Additional information: the action taken with poligrip unknown cream was unknown. The reporter stated that she saw reports on the internet of people dying of kidney cancer from using poligrip. The reporter did not remember anything about the online articles. Follow up was received on 16 jan 2018, on an unknown date, an unknown time after starting poligrip unknown, the patient experienced metal poisoning (serious criteria gsk medically significant) and ill-defined disorder. On an unknown date, the outcome of the metal poisoning and ill-defined disorder were not reported. It was unknown if the reporter considered the kidney cancer, metal poisoning and ill-defined disorder to be related to poligrip unknown. The action taken for poligrip unknown was unknown. The reporter reported that the internet information mentioned many people having the same problems as her husband had, she also reported people with zinc poisoning having kidney cancer. This case was linked with (B)(4). Follow up information was received from qa department on 06 feb 2018: this case was associated with a product complaint. On an unknown date, an unknown time after starting poligrip unknown, the patient experienced product complaint. On an unknown date, the outcome of the product complaint was unknown. The sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information was not available the complaint cannot be substantiated. Prior to the disposition of the product, the contents of each batch envelope was reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verified that all test results meet specification requirements. The manufacturing site metrics and all were brought to the attention of all relevant site personnel as part of the monthly complaint review process. The results were captured as unsubstantiated.

Manufacturer narrative:
3003721894-2017-00567 is associated with (B)(4), poligrip unknown. Poligrip is marketed as super poligrip in the us. 09feb2018 device evaluation for issue-(B)(4): product in case is not returnable as this is a case based off articles on internet. No sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. Conclusion: please be assured that this complaint has been logged, will be indicated in the manufacturing site metrics and all be brought to the attention of all relevant site personnel as part of the monthly complaint review process. On the basis of the above I now wish to consider this complaint closed - please revert should you require any further information. (B)(4).